Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a tricuspid valve annulus ring procedure, the patient's right ventricular (rv) lead became partially dislodged enough to cause a sudden increase in pacing thresholds. The thresholds had been normal prior to the procedure. The high thresholds are causing rapid depletion of the pacemaker device. Reprogramming was performed to adjust rv pacing output. No patient complications have been reported as a result of this event.